Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (1.3 mg/ml at 0.5602 mg/day), bupivacaine (17.6 mg/ml at 7.584 mg/day), clonidine (715.0 mcg/ml at 308.10 mcg/day), baclofen (1245.0 mcg/ml at 536.5 mcg/day), and fentanyl (325.0 mcg/ml at 140.04 mcg/day) via an implantable infusion pump. The indication for use was noted as failed back syndrome - other. It was reported the patient presented to the clinic on (B)(6) 2017 after hearing their pump beeping. The pump logs showed a motor stall on (B)(6) 2017 at 2303 with spontaneous recovery on (B)(6) 2017 at 0826. The elective replacement indicator (eri) was noted to be 9 months. The patient elected to proceed with maintenance replacement of the pump "due to eri occurring soon and probability of repeat future motor stall occurring and emergent replacement becoming necessary." The pump was explanted and replaced on (B)(6) 2017. No patient symptoms were reported. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted to be related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the motor stall was not determined. The patient's baseline weight was (B)(6). No further complications were reported/anticipated.